Event description:
The facility reported that the surgeon was cutting a lens and the blade of the packer/chang iol cutter broke off in the eye. The broken piece was able to be removed and there was no impact to the pt.

Manufacturer narrative:
The evaluation showed that the device was broken in a manner that is consistent with being used to cut to hard of an object. Per the directions for use, this scissor is indicated to cut soft foldable iols.